Manufacturer narrative:
Exemption number: e2017032. (B)(4). Total number of events 7,458 summarized in spreadsheet. There was a change in the legacy covidien MDR reporting that was made on july 29, 2014. As a result of this change, ventilator complaint events that had no consequences or no impact to patient were not reported as mdrs. (B)(4). None of the events involved death or serious injury. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a procedure error. The patient was detected before ventilator set up. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and confirmed the reported condition. The se was unable to repair the device. The ventilator was swapped out for a new one and was scrapped.